Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that in the initial stages of the procedure while patient was asleep, the cusa clarity 36khz curved extended microtip (c7415s) cautery was used and was working appropriately. At around 1500, cusa cautery was not going up to desired frequencies anymore. The scrub nurse ensured the tip was secured and tried to troubleshoot with machine, but it still was not going up to desired frequencies. When attempting to use the cusa again, the cusa tip broke off into patient with x1 fragment in patient. Fragment was retrieved and given back to scrub nurse. No additional fragments were noted to have come off. There was no apparent harm to the patient, and no surgical delay has been reported.